Event description:
Additional information reported that the cause of the event was due to battery depletion. The pump was replaced.

Event description:
It was reported that there was a volume discrepancy problem. The actual residual volume was less than the expected residual volume. The last 2 refills were expecting approximately 4.0 to 4.4 milliliters (ml) but the actual residual volume was 0 ml. At both refills, the full 20 ml was able to be put in, but they programmed it to 19ml to 19.5 ml. It was noted that it appeared the pump was over-infusing outside the normal limits. The patient had been asymptomatic for withdrawal, but did report some increased pain. The pump was being used to deliver fentanyl, clonidine, bupivacaine, and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).